Event description:
Three different oxygen saturation (pulse oximetry) spo2 sensors either would not pick up a signal or picked up a signal intermittently. The rn double checked the probe cable to monitor connection and it was found to be ok.